Event description:
A patient reported experiencing inaccurate erratic results with a surestep original meter. The patient's blood glucose results were 356mg/dl, 256mg/dl, 156mg/dl. Tests were done less than 10 minutes apart with a difference of 46%. Patient did not experience any adverse events. No further information has been reported.